Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not reported. Troubleshooting was provided for the motor error. It was reported that the drive support cap was flushed. The customer was advised that the insulin pump has to be replaced and to revert to back-up plan. The insulin pump will return for analysis.